Manufacturer narrative:
(B)(4).

Event description:
It was reported that the subject device could not be interrogated by the remote monitoring system. Issue is suspected on the rf communication level. There was no successful patient initiated transmission. An investigation is required.

Manufacturer narrative:
(B)(4). Preliminary analysis revealed that the root cause of the reported behaviour was identified. One specific parameter was not properly updated on the us1 back office environment. This prevented rf communication between smartview monitors and the icds and crt-ds of the us patients who are implanted with paradym rf and intensia devices that embed zl102 rf chip.

Event description:
It was reported that the subject device could not be interrogated by the remote monitoring system. Issue is suspected on the rf communication level. There was no successful patient initiated transmission. An investigation is required.

Manufacturer narrative:
UDI: (B)(4).

Event description:
It was reported that the subject device could not be interrogated by the remote monitoring system. Issue is suspected on the rf communication level. There was no successful patient initiated transmission. An investigation is required.